Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-00136. Patient's leads were reportedly experiencing high impedance. Surgical intervention was undergone and both impeded leads were replaced. Therapy restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.